Manufacturer narrative:
Concomitant medical products: 310c33 tissue valve, implanted: (B)(6) 2017.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. The lead remains in use. No patient complications have been reported as a result of this event.